Manufacturer narrative:
This report is submitted on march 22, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to performance decrement and suspected device failure. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 12, 2022.